Event description:
Reporter alleged she couldn't obtain a result on her aviva system because she was inserting dosed strips and getting an error message. Reporter stated she then began feeling hypoglycemic symptoms and still couldn't test on the system as a result. Reporter stated that her husband took her to the hospital, a 26 mg/dl reading was obtained on the hospital's system , and they treated her with an unk substance. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.